Manufacturer narrative:
Pt info was requested, however under (B)(6) and the (B)(6) data protection act 1998, pt info is considered confidential and will not be released by the hospital. Narrative: ge healthcare requested the device for investigation. The device was allegedly sent, but was not received by ge healthcare, therefore, evaluation could not be completed. A ge field service engineer replaced the auto/man switch. The device has operated correctly since the replacement.

Event description:
Customer reported difficulty in ventilation in both auto and manual modes. There was no reported pt injury.